Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. Patient extension lines were in use and had been properly connected prior to prime. The patient line had not separated from the transfer set, the patient had not initiated therapy prior to connecting, a dummy tummy was not in use, and the patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. A clamp was open on an unused line. The baxter technical services representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp close all of the clamps and transfer set and cycle the power. The hc alarmed system error 2367. The tsr advised the hp to start over with new supplies. The tsr had the hp cycle the power again to get to "press go to start." Proper procedures were reviewed and there were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.